Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to noise, high pacing impedance greater than 2000 ohms, and loss of capture. Reportedly, the loss of capture was believed to be due to changing thresholds resulting from patient condition. No additional adverse patient effects were reported. The patient's implantable cardioverter defibrillator was explanted and replaced during the same procedure.